Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The nurse stated that the customer was not wearing the insulin pump at time of the admission. Also, it was stated that the batteries in the device do not last longer than two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.